Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was done to retrieve the needle? For example, another incision, or second surgery? The needle wasn¿t found. Too small for magnetic pickup. What tissue was being sutured when the event occurred? Deep inferior epigastric vessel. If the needle piece remains in the patient: in what tissue structure the broken needle was located? Is there any plan in place to remove the needle piece in the future? White lap sponges beneath the anastomosis. What is the surgeon's opinion of the needle being retained in the patient? It wasn¿t in the patient. They weren¿t very concerned due to the size of it. What is the procedure name? Diep free flap.

Event description:
It was reported that a patient underwent a diep free flap procedure on an unknown date and suture was used. The needle popped of the suture during the case. They did not retrieve the needle due to not being able to locate it with the x-ray due to the very small needle size. They got another suture to complete the rest of the case without patient harm. It was also reported that the needle wasn¿t in the patient. They weren¿t very concerned due to the size of it. Additional information was requested.